Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was last seen in the reporting hcp's clinic on (B)(6) 2004. The patient had a subcutaneous pump and intrathecal catheter implanted at the l2/l3 level on (B)(6) 2003. On (B)(6) 2003, it was found that the catheter had displaced was subcutaneous. A revision of the catheter was performed on (B)(6) 2003 and was replaced at the l2/l3 level. The catheter had fractured and was replaced on (B)(6) 2004 at the l3/l4 level. This distal portion of the fractured "lead" had migrated fully into the intrathecal space. It was discussed with the patient and agreed that the catheter would be left in place unless the patient had issues with the fractured catheter portion. By (B)(6) 2004, the patient wished to have the intrathecal catheter and subcutaneous pump removed. The patient developed symptoms to his leg and the fractured catheter portion was removed by a neurosurgeon on (B)(6) 2004 with resolution symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2004, information was received the patient regarding an implanted pump system for non-malignant pain and other non-malignant pain. The pump was not used to deliver compounded baclofen or lioresal, but "other intrathecal drugs". It was reported that the patient underwent numerous surgical revisions due to problems with the catheter. One month after the implant, the catheter dislodged from the intrathecal space. Sometime later, it "snapped apart". The physician left the remaining piece in and implanted another catheter. This catheter then sheared. The patient's pump was removed in (B)(6) 2004 and the last surgical procedure on (B)(6) 2004 was to remove the remaining piece of the catheter. On (B)(6) 2005, additional information received from the healthcare provider (hcp) indicated that the patient was "without good relief from intrathecal opiates and side effects". The hcp "tried local analgesics" but the "it" wanted removal. The patient had "several (2)" catheter migrations/fractures. The catheter was removed. No device troubleshooting was required or performed. The patient recovered without sequela. Additional information received from the patient on (B)(6) 2023 indicated that the patient's only solution to their pain was to have the pump implanted in 2003. Within one week, the catheter came out of the patient's spine. The patient was taken back to the operating room (or) to replace it. Over the next year, the catheter broke five or six times, each requiring more surgery. The last break happened at "the one year mark". It broke off and was floating in the patient's spine. Per the patient, the doctor said "don't worry it won't migrate". Per the patient, "it did" and the neurosurgeon removed it. It was pressing on the patient's leg nerves, which was painful. Per the patient, they had one surgery to implant, one procedure to fix leaking spinal fluid, 4 catheter replacement surgeries because "it broke or fell out". The patient had one surgery at the one year mark to remove the pump and catheter, one surgery to "fish" the broken piece out of their spine. The patient had seven surgeries and one procedure in one year because of the "defective product". The patient also had a spinal leak at one time and their doctor put "many more stitches" in the office. The patient "went through hell for one year" and had "lots of pain and scars".

Manufacturer narrative:
Continuation of d10: product ID 8711; serial# (B)(6); implanted: (B)(6) 2003; explanted: (B)(6) 2004; product type catheter; product ID: 8709; serial# (B)(6); implanted: (B)(6) 2003; explanted: (B)(6)2004; product type catheter; product ID: 8627l18; serial# (B)(6); implanted: (B)(6) 2003; explanted: (B)(6) 2004; product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 27-mar-2004 ; product ID: 8709, serial/lot #: (B)(6), ubd: 02-oct-2004, UDI#: (B)(4); product ID: 8627l18, serial/lot #: (B)(6), ubd: 01-dec-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.